Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that the patient was having difficulty with the ins holding a charge. The consumer reported that the patient was having to charge the ins too frequently. The consumer reported that the patient was having to charge the ins about every 2 days. The patient hadn¿t recently been reprogrammed or switched to a new group. The patient hadn¿t recently had the need to increase parameters. The patient charged the ins to 100%. It was recommended that the patient follow up with their healthcare provider (hcp) to discuss the frequent charging. No further complications were reported.